Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve, the valve was loaded and fluoroscopy check revealed a successful load with no sign of infold. The valve was deployed and was recaptured. The valve was repositioned and redeployed. At 80% deployment, the valve was infolded. The valve was recaptured and removed. A new system was used for implant. Additional information was received that the valve was recaptured because the initial deployment depth was less than 2 mm. The valve was fully recaptured above the native leaflets with the intention to reposition the valve at 3-4 mm below the annulus. The only delay in procedure caused by the infolding was having to remove the initial system then replacing the entire system and restarting the valve loading procedure. The patient had tortuous anatomy.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve, the valve was loaded and fluoroscopy check revealed a successful load with no sign of infold. The valve was deployed and was recaptured. The valve was repositioned and redeployed. At 80% deployment, the valve was infolded. The valve was recaptured and removed. A new system was used for implant.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review therefore it is not possible to validate a good load. It was reported that the valve was recaptured once and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new system was used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in one biohazard ziplock bag with no solution. The valve was discolored, showing evidence of blood contact. All leaflets exhibited signs of opaqueness. These conditions may be associated with the valve not being in solution for a long time. All leaflets were in the closed position. All commissures were intact. A bent strut was observed on the c-paddle. The damage is suggestive of possible frame misalignment during the loading process. Due to the received condition, a loading simulation to evaluate against the alleged event of frame misload cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.